Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. Technical services (ts) reviewed the presenting and observed far-field oversensing on stored episodes. This device currently remains in service. No adverse patient effects were reported.